Manufacturer narrative:
The investigation for the low pump flow and the ventricular fibrillation (vf) has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after the pump started, low flow occurred which triggered auto suction response and suction alarms. This event remained to the rest of the case. The pump was returned for analysis. Visual inspection found no issue on the pump. The pump ran without issue under pump run test. The root cause of the low flow was unable to be determined because the failure mode could not be reproduced. The root cause of the vf could not be determined without additional clinical details.

Event description:
The complainant reported the patient was on impella cp support and during the implant, the patient had ventricular fibrillation. The patient had to be shocked three times. Additionally, once the impella was implanted, the pump was unable to flow greater than one liter and had motor current issues. Fluids were administrated and the pump was repositioned to no avail. The decision was made to exchange the pump. The patient's outcome at time of explant was survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.